Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, noise causing auto mode switch episodes was noted on the right atrial lead. No additional information was reported.